Event description:
It was reported that during the tlif procedure, the inserter arm broke during impaction. Although the inserter was used during the procedure, no patient complications were reported.

Manufacturer narrative:
(B)(4). Visual examination confirms the superior tang is broken; the broken tang is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a fairly brittle fracture with no indication of fatigue, consistent with bend stress overload. The fracture appears have initiated at the base of the tang; the sharp corner may have acted as a stress riser. The above observations are consistent with operational context and the user handling, resulting in a bend stress overload condition and the subsequent foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.